Manufacturer narrative:
Follow up type: aro language: it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The system detected a hardware issue and halted the acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. The investigation concluded that the issue was due to hardware, hv tank and controller board components were replaced to resolve. Number of people exposed: 1 - patient number of people in or other than patient: 4 estimated 3d dose absorbed (patient): 0.0903 msv .) The pcba control was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was not confirmed. They installed the generator control board into a known working system. The system initialized. Motion, generator communication and charging readied. 2d and 3d images were successful. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the tank kit was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The hv tank failed bench test. It measured points of the -ma, +ma and the relay coil confirmed open. The large and the small filament coil resistance measured failed. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the software analysis was completed and determined that this was not a software issue. The log investigation found the event was due to hardware issue (recoverable error #41 imbalanced ma). Software functioning as designed. No failure found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the hv tank and generator control board. They uploaded the tube data, generator back-up and then confirmed the configuration on the generator. There were no issues noted with loading the back up. Then they calibrated the generator control board and hv tank. Performance checks were completed the system would complete auto calibration, but not on the performance check on the large filament. The large filament was not used clinically. No issues noted with the repair. A system checkout was completed before returning system to service no issues noted. The system was in good working order. The generator control board, tank and software logs were received for analysis and are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system took the 2d images with no issue, but when they swapped to the 3d images, the system started to take the spin then stopped partway through. This happened 3 times with the handswitch and an additional 3 times with the footswitch. There was less than an hour delay in the case. No impact on patient outcome. Update from the site stating that the health care professional aborted the use of both the imaging system and navigation due to not being able to complete the spin.